Event description:
The tps handpiece cord caused a cor u driver to run without user activation during a procedure, which was completed with the same device without any procedure delay, and no adverse consequences were reported.

Manufacturer narrative:
The device was not yet returned. Therefore, a follow-up report will be submitted upon quality investigation completion.